Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hermetic lumbar catheter (ins5010) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. It is not well understood what the reported failure was; it was only stated that the ¿catheter failed inside the patient.¿ additional information was requested, but no answer has been provided thus far. Therefore, since the reported unit has not been received for evaluation and the failure was not clearly described, a root cause determination is not possible at this moment. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that the hermetic lumbar catheter (ins5010) failed inside the patient. It is unknown if there was a delay in surgery. There was no patient injury.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The hermetic lumbar catheter (ins5010) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the returned product was visually inspected, and the guidewire was found to be unraveled. The guidewire was inspected and found to be complete. It was observed that the inner wire had detached from the distal weld. The catheter was also complete. Several slits were noticed at about 15 to 20 cm from the proximal (to health practitioner). These slits are most likely as result of pulling the unraveling guidewire. The complaint is considered confirmed for "catheter failed". Root cause: the unraveling guidewire is the most probable cause for the slits on the catheter since it would ¿cut¿ the tubing when being pulled out. Due to confirmed complaints related to unraveled guidewires, a scar was issued to obtain an in-depth evaluation from the supplier to identify a potential root cause for the reported guidewire breakages and actions that can prevent or reduce the recurrence of the reported condition. The supplier¿s final report did not identify any manufacturing issues; however, they reported that the user should not bend the wire; for example, wrapping the guidewire around the hand or fingers when removing the guidewire since this action could create a force on the distal weld exceeding 2.75 lbs., causing the observed breakage at the distal weld and the guidewire to stretch or unravel. Therefore, the most probable root cause for the reported condition is related to the technique used during the guidewire retrieval which may snap/break the wire¿s distal weld causing the unraveling of the guidewire.